Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was being seen to undergo an ablation for atrial flutter. While being monitored in the emergency room, the hospital staff noticed that there was an approximate three second pause in pacing followed by a rate of 30 paces per minute. The local boston scientific field representative (fr) interrogated the device. There was one atrial tachy response (atr) episode stored in the logbook but there were no noise episodes and the device was determined to have been functioning properly. A chest x-ray was performed and a good rv lead position was noted. Upon further investigation the fr determined that the device was programmed to have an atr fallback lower rate limit of 30. The device was reprogrammed to a fallback lower rate limit of 65. There were no adverse patient effects reported. The device remains in service.